Event description:
It was reported that the patient presented to the emergency room due to chest pain and was hospitalized. A device interrogation found that a lead integrity alert (lia) had triggered due to an isolated high impedance measurement of 1000 ohms and then the impedance dropped back down to a baseline of 494 ohms. A fracture was suspected. The interrogation also noted oversensing and noise on the electrograms and one high threshold measurement. The lead parameters were reprogrammed and the patient was scheduled for a lead replacement. The lead remains in use. It was further reported that the programmer had difficulty establishing telemetry after the initial interrogation. The software was manually started and telemetry was established. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).